Event description:
It was reported that during a gastrectomy procedure, on the first firing with the black reload about halfway through the cut/staple line the staples did not hold which left about a 20mm opening in the line. Another black reload was used to fix this and the rep reported that the surgeon did a leak test to confirm that a leak did not exist. A total of four black reloads were used in the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st black. If echelon, during which stroke did the event occur? 1st. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green, blue, black. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. What were the patient's pre-existing conditions? (B)(6). Does the patient have any relevant history of surgical treatments? If so, what? Unknown. How long has the surgeon been using this device for this procedure (in years)? 1st time with black reload. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Yes - open staples. Was the staple line incomplete or did it exceed the cut line? Yes. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Manufacturer narrative:
(B)(4). The analysis results found that only four ecr60t instead of the reported ple60a were received. The cartridge reloads were received fully fired. After further evaluation, no damaged was noted on the components of the cartridges; they were noted to be in good condition. Due to the returned condition of the cartridges no testing could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.